Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing an adequate pain relief. It was also noted that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was discarded by the medical facility.